Event description:
The customer contacted mallinckrodt to report they experienced a pump tubing organizer (pto) leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they observed the blood leak when approximately 1385ml of whole blood was processed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The customer returned the kit and photographs for investigation.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pto leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot m373 was conducted. There were no non-conformance's associated with this lot. This lot met all release requirements. A review of kit lot m373 shows no trends. Trends were reviewed for complaint category, pto leak. No trends were detected for this complaint category. At the time of this report, the analysis of the returned kit and photographs is still in process. A final report will be filed when the analysis is complete. (B)(4), n.s. 06-aug-2024.

Manufacturer narrative:
The complaint kit, smart card and photographs were provided by the customer for evaluation. Smart card data showed that alarm #17: return pressure and alarm #53: return line air detected alarms occurred during a treatment that was not completed. Review of the customer provided photographs verify the pto leak as a blood leak is visible coming from the location of the y-connector in the pto. Evaluation of the returned kit found dried blood inside the pto near the y-connector. The pto was pressure tested to check for leaks and a leak was verified coming from the bond between the y-connector and the yellow stripe tubing. The tubing leak from the bond port indicates the solvent bond joint was insufficient. A material trace of the components used to build lot m373 found two related non-conformances. The related non-conformances were associated with y-connector lot# 1015994 and yellow stripe tubing lot# 1018320 which involved a leak identified at the same location during finished product release testing for a different kit lot. A device history record (DHR) review for kit lot m373 did not result in any related non-conformances. This kit lot passed all lot release testing. The root cause for the pto leak is most likely due to an insufficient bond between the y-connector and yellow stripe tubing. Retraining has been completed for all bonding operators at the manufacturing facility. No further action is required at this time. This investigation is now complete (B)(4). (B)(6) 05-nov-2024.